Event description:
The territory manager (tm) assisting a (B)(6) year old male patient contacted zoll lifecor customer support service to report the patient's charger is broken since it is unable to charge either battery. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the patient's battery packs. The cause on the non-functional charger was a damaged connector from the power brick to the charger. The root cause of the damaged connector cannot be positively determined, but was likely caused by excessive force. No adverse event resulted from the intermittent battery charger. The patient received a replacement battery charger.